Event description:
It was reported that there was a malfunction resulting in inability to switch ventilation modes as expected during a case. There was no patient injury.

Manufacturer narrative:
The end user rebooted the unit and issue did not recur. Unit was placed back into service. No repair information available. Customer contact reported no patient information is available. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718. Other text : the end user rebooted the unit and issue did not recur. Unit was placed back into service. No repair. Information available. Customer contact reported no patient information is available. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718